Event description:
Sorin group italia received a report of a breakage of the water membrane of an inspire 8f oxygenators, which put in communication the blood and water compartment. The event occurred during the initial recirculation of the device with water only, prior to the priming of the circuit. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. No patient information was provided. D.4. The inspire 8f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (lot 2509110161) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained inspire 8f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone oxygenator (catalogue number 050703) is registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.